Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(4) 2015. Data through: (B)(4) 2015. Normal power consumption waveforms indicate a slight rise in power consumption of approximately 0.4 w starting on (B)(4) 2015. Log file analysis review date: (B)(4) 2015. Data through: (B)(4) 2015. Power consumption above normal operating range; 173 high watt alarms have been logged since (B)(4) 2015. The current high watt alarm limit is set to 15.0 w. A rise in power consumption has been logged starting (B)(4) 2015 to a peak of 16.5w on (B)(4) 2015 outside of normal power consumption. IFU: all vad patients face risks including but not limited to: death, thrombus and stroke. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. The pump is not expected to be returned.

Event description:
It was reported by medical staff that a patient experienced an intracranial hemorrhage and was placed on extracorporeal membrane oxygenation. On (B)(6) 2015 it was reported that the patient was off of all anticoagulation medication. It was stated the patient died (B)(6) 2015. The pump is not expected to be returned. No additional information was provided.

Manufacturer narrative:
Correction: there was no patient death associated with the events captured in this submission. The previously reported log file results do not pertain to the event reported in this submission. Additional information reported that the patient had no residual post intracerebral hemorrhage. The patient's death was related to a suspected pump thrombus captured and reported separately. (B)(4). Additional information received reported from the medical staff that this patient had a subarachnoid hemorrhage (sah) of the right posterior frontal lobe on (B)(6). The inr was not above therapeutic range prior to the sah. The patient had left hand weakness which completely resolved. While the patient was still in the hospital, a carotid stent was inserted on the morning of the (B)(6), 2015 for < 50% stenosis. The patient returned to the ward and was observed to have altered level of consciousness and questionable seizure. CT was performed and showed sah of the left parietal region. After (B)(6), the patient had no neurological deficits. On (B)(6), 2015 there was an increase in the volume of the sah haemorrhage overlying the left frontotemporal lobes and within the left sylvian fissure. The patient had no neurological deficit. Implantation of ventricular assist devices (vads) and required therapy are associated with numerous risks including neurological deficits, bleeding, and stroke as outlined in the instructions for use. The instructions for use further addresses guidelines for optimal patient management. The pump is not available for analysis. Although a root cause of the reported intracerebral hemorrhages cannot be determined, patient/clinical factors may have contributed to the events. With review the reported information there is no indication of any device performance or manufacturing issues related to the events. . Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.